Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: attempts were made to obtain patient's weight but was not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000096441.

Event description:
It was reported patient's lead has high impedance. Investigation was unable to determine which lead was at fault. Patient is getting effective therapy on the remaining lead; however, patient is in need of an MRI. Therefore, surgical intervention may be pending to address the lead issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the lead was explanted and replaced to address the issue. Therapy was restored post-op.